Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 8 mg/ml dilaudid at a dose of 3 mg/day and 11 mg/ml morphine at a dose of 4.2 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump status and/or event log noted that a motor stall and recovery occurred as well as a motor stall and stopped pump period may exceed tube set. These were indicated as starting on (B)(6) 2016. The patient was mildly symptomatic. They were going to keep the patient on orals. On (B)(6) 2016, additional information was received. The healthcare provider stated that the patient was mildly symptomatic and was not specific. The cause of the motor stall was not determined. The pump logs were provided. The elective replacement indicator (eri) was at 23 months. A motor stall occurred on (B)(6) 2016 at 20:47 and recovered on (B)(6) 2016 at 04:08. Another motor stall occurred on (B)(6) 2016 at 01:38 and the message stopped pump period may exceed tube set occurred (B)(6) 2016 at 01:38.

Manufacturer narrative:
Event updated to a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-apr-07. The patient had their pump explanted on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient¿s pump was replaced on (B)(6) 2017. The patient recovered without sequela. The pump was returned to the manufacturer for analysis.